Manufacturer narrative:
The facility contacted steris two days after the reported event. The facility stated that the injured employee could not state with confidence when the burn had been obtained but stated the pain was initially noticed while connecting an endoscope to a quick connect used with the system 1 express. The employee was not wearing proper protective equipment, specifically gloves, when handling the endoscope. A steris service technician visited the user facility following the event and inspected the system 1 express. The technician inspected the aspirator probe assembly, ran a diagnostic and processing cycle and found the system 1 express to be operating according to specification. The technician also completed a scheduled preventive maintenance for the system 1 express processor and returned the unit to service. Devices processed in the system 1 express are liquid chemically sterilized, rinsed twice with sterile water, and ready for immediate use upon successful completion of the sterile processing cycle. The system 1 express operator manual (1-1) states, "devices are not sterilized and/or adequately rinsed when a sterile processing cycle is cancelled." Based on the customer's description of the event, it is possible the injury occurred during mishandling of an s40 sterilant container as the diluted form of s40 sterilant concentrate as used in the processor is minimally irritating to the eyes and skin and would not be expected to cause adverse effects if contact or other exposure were to occur. As the facility was unable to provide information on when the burn occurred, it is unknown whether the processing cycle preceding the user's injury completed successfully. The user facility will be offered in-service training on the proper use and operation of the system 1 express. No further issues have been reported.

Event description:
The user facility stated an operator noticed she had obtained a burn from liquid while connecting an endoscope to a quick connect device used with the system 1 express.